Manufacturer narrative:
(B)(4). Date sent: 11/25/2025. D4: batch #417d39. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60b reload (a) was received with no apparent damage, fully fired and with an open package. No functional test could be performed due to the condition of the reload. Additionally, photo was provided and it showed five blue reloads it seems that one of them is fully fired, it is unknown if the other four are fully fired due to the angle of the reloads, additionally there are some packages on the photo. The event described could not be confirmed as the reload was received fully fired. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 417d39, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/09/2025 additional information was requested, and the following was obtained: 1. Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? Ans: after discussion with the surgeon, no other issues occurred. 2. How much blood was lost (ml)? Ans: not sure about this. 3. Could you please clarify if there were any patient consequences? Ans: the operation was a success. Not entirely sure about patient outcome. 4. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Ans: no changes.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: are there any patient consequences (i.e. Revision surgery/infection/prolonged hospitalization/complication etc) or harm to patient due to the bleeding? Ans: no consequences or adverse event was reported to me so far since the surgery date. Was the bleeding controlled successfully intra-op? Ans: yes it was controlled successfully intra-op. How was the bleeding controlled? Ans: the surgeon used suturing method. Is blood transfusion required in this case? Ans: no blood transfusion required. 6. Was the surgery completed successfully? Ans: yes it was completed successfully but took a longer time for the surgeon to complete it. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? How much blood was lost (ml)? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an upper gi surgeon for gastrectomy. The staple line had issues that caused a lot of bleeding even after firing. Surgeons had to use sutures as the staples were inconsistent. The surgery was delayed by 3o minutes and completed successfully.